Event description:
The customer reports that there are holes in the tyvek backing of the clips. No patient injury or intervention reported.

Manufacturer narrative:
The product has been received, but investigation is incomplete at time of this report. The investigation results are not available at the time of this report. A follow-up report will be sent when investigation results are available.